Event description:
It was reported that the patient received a ncb pp proximal femoral plate, r, 15h, l, 324mm on (B)(6) 2012. The patient was doing well until a sudden fall happened on (B)(6) 2013. Patient complained of pain on her right thigh and an x-ray confirmed breakage of the plate. The patient underwent revision surgery on (B)(6) 2013.

Manufacturer narrative:
The manufacturer did not receive the explanted device for investigation. Once the device is returned and evaluated and the result becomes available, an updated report will be submitted. (B)(4).